Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p3e0403) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot #n3h2212y) egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p3e0403) egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p3e0403) egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p3e0403) egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p3e0403) unknown egia su, unknown endo gia sulu, (lot #unknown) unknown egia su, unknown endo gia sulu, (lot #unknown) unknown egia su, unknown endo gia sulu, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing with a double buttress, the surgeon heard a sound of cogs cracking; the handle kept cracking and could not advance the stapler at all. A second handle and reload were used, still with a double buttress, but the same issue occurred. The issue kept happening with another two handles and reloads, but without using a buttress. On the fifth firing without using a buttress, the handle cracked, and a few rows of staples deployed and then stopped. On the sixth firing, the surgeon used a half reinforcement material. To complete the case, another handle and reload were used. Some of the staples appeared malformed. It was noted that the procedure was extended for more than 30 minutes.